Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, fse did not find any traces on visual inspection and functional check for the system was performed. The system was working as intended and the device was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur.

Event description:
It was reported to philips that there was some smoke coming from cabinet room. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.